Event description:
It was further reported that the patient underwent 2 amputations of the lower extremity. The control of infection in the wounded area was poor. The cause of the death was "amputations of lower extremity ".

Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)

Event description:
(B) (4) same case as MFR report #: 2134265-2010-01788, 2134265-2010-01789. It was reported that following a coronary drug eluting stenting treatment procedure, the patient died. The patient was admitted into the hospital due to an artery obstruction of a lower extremity. However at the examination, coronary stenosis was found and the patient entered the taxus liberte (B) (4) study. The index procedure treated two lesions. The first lesion being a 75% restenosed 3.5x35mm target lesion located in the proximal right coronary artery (rca). Treatment consisted of pre dilation with an unspecified 3.0x12mm balloon, the placement of two overlapping taxus liberte study stents (3.5x16mm, 3.5x20mm) and post dilation with two unspecified balloons. Post ivus was performed confirming the stents were well expanded resulting in 0% residual stenosis. The second lesion was a de novo, 75% stenosed 3.5x12mm target lesion located in the distal rca. Treatment consisted of pre dilation with two unspecified balloons, the placement of a 3.5x16mm taxus liberte study stent and post dilation with an unspecified 3.5x8mm balloon. Post ivus was performed confirming the stent was well expanded resulting in 0% residual stenosis. In (B) (6) 2009, the patient underwent an amputation of a lower extremity. Subsequent surgeries related to the treatment of the lower extremity were performed later that month and again in (B) (6) 2009. In (B) (6) 2009, the patient died. No autopsy was performed. The cause of death is unknown. Per the physician, the event was " unrelated" to the study stents.

Manufacturer narrative:
(B) (4)